Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v439943, product type: lead. All codes apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient quit using their device because their hcp kind of messed up on the care. In 2013, 2 years later, the hcp had to replace the lead because they had an orthopedic surgery and the lead got damaged by the machinery during the surgery. They did not replace the ins. There were no further complications reported.